Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of bupivacaine and 20 mg/ml of morphine at unknown doses via an implantable pump. It was reported that there were motor stalls and recoveries on the same day 6-8 months earlier (relative to (B)(6) 2020) and there was no electromagnetic interference or magnetic resonance imaging that would have caused the stalls to occur. Another motor stall occurred on (B)(6) 2020 without a recovery to date. There was no electromagnetic interference or magnetic resonance imaging that would have caused the stall to occur. It was noted the patient was experiencing withdrawal symptoms with the current motor stall on (B)(6) 2020, however, the patient did not experience withdrawal with the motor stalls and recoveries that occurred 6-8 months earlier. The patient would be prescribed oral medications. The pump off code was ordered by the physician for the pump. It was reported the following day on (B)(6) 2020 that the patient had experienced discomfort for "years" in the pump pocket area. It was reported the pump was being replaced on (B)(6) 2020 and the new pump would be moved to a different location. The catheter would be revised as a result of the pump location changing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was replaced on (B)(4) 2020 and the location of the pump pocket was moved.